Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of over 600mg/dl, with abdominal pain, and large ketones, associated with an alleged remaining insulin reading issue. Reportedly, the patient remained on the pump, and was treated in their physician¿s office with insulin via pump, and insulin via injection. During troubleshooting with customer technical support, it was revealed the pump gave an empty cartridge alarm when the cartridge had more than 20 units remaining. The cartridges were not being stored at room temperature. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.